Manufacturer narrative:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. The failure occurred during patient treatment. The device has been exchanged with another device. No harm to any person has been reported. The rotaflow console with s/n: (B)(6) was investigated by a getinge field service technician on 2023-02-14. The technician was able to confirm the reported failure. The flow measure for rotaflow console (article number: 701011681) has been replaced. After the replacement the device is working as intended and is back in use. An investigation of a rotaflow system that exhibited a similar issue "txrx error" was performed in getinge life cycle engineering on 2015-10-28. The most probable root cause could be determined as a defective capacitor c2 on the flow measure board. Based on the investigation results the reported failure "txrx error" could be confirmed. A device history review (DHR) was performed on 2023-02-14 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. The failure occurred during patient treatment. The device has been exchanged with another device. No harm to any person has been reported. Complaint ID: (B)(4).